Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7093698, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 38078648, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that following the spinal cord stimulator (scs) implant procedure, the patient had excessive postoperative pain which was not suspected to be device related. The patient was administered with pain medications, nerve block, and steroids. Pain in the right foot was still persistent, and the patient was taken back into the operating room to remove the scs system completely. There were no reported complications postoperatively and the explanted device components were kept by the medical facility.